Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen fundoplication, the stitch kept breaking and would not pass from side to side. The device was also difficult to toggle, load and unload. A new device and reload were used to complete the case. There was no patient injury.